Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received inappropriate shock therapy for a supraventricular tachycardia rhythm due to the program incorrectly classifying the rhythm. An nonsustained right ventricular oversensing episode was caused by intermittent undersensing of r-waves due to pseudopseudo fusion. Programming changes were recommended. The patient will continue to be monitored. No further information is available.